Event description:
The following has been reported: no harm of patient reported, nor an active infusion being stopped: physical damage - lcd screen damage. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: mechanical hardware failure (screen). The device was returned for evaluation. The device was opened for investigation which found slight ingress around the set ID. This issue has also been inspected by engineers to determine the point of entry. Additionally, it was discovered that the screw boss from the front housing to the main pcba is broken. No testing was performed due to the damage to the touchscreen. Reporting as a conservative measure. No adverse effects were reported.